Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right-sided essure device was observable in the ultrasound, though the left-sided device was not.') In a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included general anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced dermatitis allergic ("rashes/ hypersensitivity symptom/ allergy symptom") and candida infection ("candidiasis"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("longer menses associated with heavy bleeding/clotting"), pelvic pain ("pelvic pain"), pain ("waist pain"), abdominal pain lower ("cramping"), headache ("headaches"), pelvic discomfort ("pelvic pressure"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal mass ("lump on the right side of her stomach/two masses in her abdomen"), hepatic steatosis ("early diffuse liver fatty filtration"), vitamin d deficiency ("vitamin d deficiency"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune") and hypersensitivity ("hypersensitivity") and was found to have hepatic enzyme increased ("elevated liver enzymes"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, pain, abdominal pain lower, headache, pelvic discomfort, arthralgia, alopecia, fatigue, abdominal mass, dermatitis allergic, hepatic steatosis, candida infection, hepatic enzyme increased, vitamin d deficiency and hypersensitivity outcome was unknown. The reporter considered abdominal mass, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, candida infection, dermatitis allergic, device dislocation, fatigue, genital haemorrhage, headache, hepatic enzyme increased, hepatic steatosis, hypersensitivity, menorrhagia, pain, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: she reported that essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms. Plaintiff continues to treat for her symptomatology, and was considering having the devices removed surgically. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: both fallopian tubes were observed to be occluded. Ultrasound scan - on (B)(6) 2012: results: left-sided essure device not observable.. Diagnostic results: (B)(6) 2012: abdominal x-ray: two radiopaque linear structures in either side in the pelvis which may represent fallopian tube ensure plugging. (B)(6) 2015: abdominal ultrasound: liver was normal in size, the liver parenchyma was mildly diffuse and increased echoes were suggestive of early diffuse fatty filtration, but otherwise unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right-sided essure device was observable in the ultrasound, though the left-sided device was not.') In a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included general anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced rash ("rashes/ hypersensitivity symptom/ allergy symptom") and candida infection ("candidiasis"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("longer menses associated with heavy bleeding/clotting"), pelvic pain ("pelvic pain"), pain ("waist pain"), abdominal pain lower ("cramping"), headache ("headaches"), pelvic discomfort ("pelvic pressure"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal mass ("lump on the right side of her stomach/two masses in her abdomen"), hepatic steatosis ("early diffuse liver fatty filtration"), vitamin d deficiency ("vitamin d deficiency"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune") and hypersensitivity ("hypersensitivity") and was found to have hepatic enzyme increased ("elevated liver enzymes"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, pain, abdominal pain lower, headache, pelvic discomfort, arthralgia, alopecia, fatigue, abdominal mass, rash, hepatic steatosis, candida infection, hepatic enzyme increased, vitamin d deficiency and hypersensitivity outcome was unknown. The reporter considered abdominal mass, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, candida infection, device dislocation, fatigue, genital haemorrhage, headache, hepatic enzyme increased, hepatic steatosis, hypersensitivity, menorrhagia, pain, pelvic discomfort, pelvic pain, rash and vitamin d deficiency to be related to essure. The reporter commented: she reported that essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms. Plaintiff continues to treat for her symptomatology, and was considering having the devices removed surgically. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: both fallopian tubes were observed to be occluded. Ultrasound scan - on (B)(6) 2012: results: left-sided essure device not observable. Diagnostic results: (B)(6) 2012: abdominal x-ray: two radiopaque linear structures in either side in the pelvis which may represent fallopian tube ensure plugging. On (B)(6) 2015: abdominal ultrasound: liver was normal in size, the liver parenchyma was mildly diffuse and increased echoes were suggestive of early diffuse fatty filtration, but otherwise unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new event added abnormal bleeding , autoimmune disorder nos and hypersensitivity. Incident~ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right-sided essure device was observable in the ultrasound, though the left-sided device was not.') In a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included general anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced dermatitis allergic ("rashes/ hypersensitivity symptom/ allergy symptom") and candida infection ("candidiasis"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), heavy menstrual bleeding ("longer menses associated with heavy bleeding/clotting"), pelvic pain ("pelvic pain"), pain ("waist pain"), abdominal pain lower ("cramping"), headache ("headaches"), pelvic discomfort ("pelvic pressure"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal mass ("lump on the right side of her stomach/two masses in her abdomen"), hepatic steatosis ("early diffuse liver fatty filtration"), vitamin d deficiency ("vitamin d deficiency"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune") and hypersensitivity ("hypersensitivity") and was found to have hepatic enzyme increased ("elevated liver enzymes"). Essure treatment was not changed. At the time of the report, the device dislocation, heavy menstrual bleeding, pelvic pain, pain, abdominal pain lower, headache, pelvic discomfort, arthralgia, alopecia, fatigue, abdominal mass, dermatitis allergic, hepatic steatosis, candida infection, hepatic enzyme increased, vitamin d deficiency and hypersensitivity outcome was unknown. The reporter considered abdominal mass, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, candida infection, dermatitis allergic, device dislocation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hepatic enzyme increased, hepatic steatosis, hypersensitivity, pain, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: she reported that essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms. Plaintiff continues to treat for her symptomatology, and was considering having the devices removed surgically. Discrepancy noted in implant date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: both fallopian tubes were observed to be occluded. Ultrasound scan - on (B)(6) 2012: results: left-sided essure device not observable. Diagnostic results: (B)(6) 2012: abdominal x-ray: two radiopaque linear structures in either side in the pelvis which may represent fallopian tube ensure plugging. (B)(6) 2015: abdominal ultrasound: liver was normal in size, the liver parenchyma was mildly diffuse and increased echoes were suggestive of early diffuse fatty filtration, but otherwise unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information,patient's date of birth and reporter causality comment added. Implant date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.